Event description:
Our affiliate is reporting to us that during an undefined procedure, whenever the vapr cp90 electrode was being activated it somehow interfered with the &quot;cardio monitor. They are reporting no patient consequences. There are questions out to our affiliate for further detail and clarity.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
The complaint device was received and thoroughly tested; visually, functionally and electrically. The evaluation and testing revealed that the device was well within all required design and manufactured parameters; they could find no problem whatsoever with the electrode. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. No fault could be found with the device, it is in the as designed and manufactured ready to use condition; we attribute the root or underlying cause for the reported phenomena to something unknown to us but outside of any influence of the mitek device. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.